Event description:
Related manufacturer reference number: 2017865-2023-18610 and 2017865-2023-18612. It was reported that the patient's implantable cardioverter defibrillator eroded through the patient's pocket, resulting in infection. The patient was ordered for laser extraction. It was noted that the patient had deceased due to complications during laser lead removal. There were no allegations that the patient's death was attributed to the implanted system.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.